Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided on cannon ii plus catheter with the body cut off 5 cm below the juncture hub. A longitudinal crack was observed in the blue (venous) luer hub from the top edge extending more than half way down the luer section of the hub. The red luer had tool marks on the side, but no cracks were observed. A liquid leak test was performed with the distal end occluded. The blue luer hub leaked at 5 psi. No leaks were observed on the red hub. A review of manufacturing records did not yield any relevant findings. The provided instructions warns that repeated over-tightening of blood lines will reduce connector life and could lead to failure. Also listed under site care is a warning against excessive use of alcohol based solutions and peg for catheter cleaning. Since the catheter had been in use for four months prior to the crack developing, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the doctor did the dialysis for the patient, blood was found and a crack on the luer connector was also noted. The catheter had been placed in the patient's jugular vein. The catheter had been in use for 4 months. The catheter was removed. A new kit was opened, and the catheter was placed successfully. There was no delay in treatment. No death or patient complications occurred.